Event description:
The affiliate reported that the vein stripper was loaded and the button applied. The surgeon began pulling the stripper through the vein when, mid procedure, the end released in the vein. Surgeon then used ultrasound to locate the piece and a small surgical incision was made to retrieve it. Device will be forwarded on receipt.

Manufacturer narrative:
Upon completion of the investigation it was noted that the evaluation did not reveal a true root cause for failure. The device was visually inspected through the pouch as the device was not properly decontaminated. When viewing the device through the pouch, nothing out of the ordinary was noted. The cord contains the grooves, which is designed to allow the tip to be securely molded. In addition, during the manufacturing process, when the tips are molded to the cord, each unit is subjected to an auto pull test. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.